Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received inappropriate shocks due to noise and oversensing. The noise could not be reproduced with isometrics and pocket manipulation. A boston scientific technical services consultant reviewed the events and recommended an x-ray to evaluate the device to electrode connection. X-ray confirmed appropriate connection. The device was reprogrammed to secondary vector. No adverse patient effects were reported.